Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they went to the hospital and turned their therapy off because they had it up too high and now they can't get the therapy back on. Agent walked patient through on how to turn on the therapy. Patient said they have nerve damage and they can feel the pressure or the shock going through them and it was uncomfortable. Agent walked patient through turning the stimulation to a comfortable level. Patient mentioned they still have to use catheters. Agent reviewed information about therapy and adjustments. Redirected patient to their healthcare provider (hcp) if symptoms don't improve.